Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. Upon removal of the hub from the hoop, the catheter of the taxus express2 3.0x32 mm drug eluting stent broke about a foot from the hub of the device. The device did not come in contact with the pt. The procedure was completed using another taxus stent, same size. No pt complications were reported.